Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a cartridge alarm 06 occurred. Reportedly, the pump was not outside of the allowable operating altitude range at the time of this alarm. Reportedly, the customer successfully loaded a new cartridge to address the issue. Additionally, it was reported that the pump shut off unexpectedly. Reportedly the customer is using the pump for saline delivery not insulin delivery. Due to the customer using the pump for saline delivery there was in effect to the customer blood glucose. Reportedly, the customer continued to use the pump for insulin therapy.